Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic. Interrogation of the device revealed that the right ventricular lead was not capturing. It was then discovered that the lead had dislodged. The helix was unable to retract due to tissue ingrowth. The lead was explanted and replaced, and the patient was in stable condition.